Manufacturer narrative:
Ortho solo has received a complaint that reports a burn injury caused by the product. After receiving the information related to the lot number and part reported, the affected lot's retained samples were pulled from quality inventory, and tested in pomona for ph and color, according to the recommendation of r&d as a first assessment.ortho solo has received a complaint that reports a burn injury caused by the product. After receiving the information related to the lot number and part reported, the affected lot's retained samples were pulled from quality inventory, and tested in pomona for ph and color, according to the recommendation of r&d as a first assessment.results showed retention samples were stable according to the ph (close to 7, which is neutral). However, the dark coloring shows there is an unwanted reaction in the paste.

Event description:
Ortho solo has received a complaint that reports a burn injury on the hands through gloves caused by the product.